Event description:
It was reported to boston scientific corporation that a cold snare device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare wire loop failed to open in four consecutive snares from the same box. The loop tip did not open, and excessive force was needed to partially open it. The loop could not be closed. It was reported that the wire loop snapped and separated from the device. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare wire loop snapped and separated from the device.